Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The device reported is an abbott international product which is the same or similar to a device that is marketed domestically.

Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during insertion. Symptoms/ae: na. It was reported that during insertion there was difficulty advancing the selfx stent delivery system (sds) over the .035 guide wire. As the sds was being removed from the guide wire, so that more lubricant could be applied to the wire, the stent prematurely, partially deployed, although the handle was still in the locked position. This occurred outside of the body and there was no patient involvement. Though requested, no additional information was provided.